Event description:
A user facility reported to olympus that when attempting to connect a scope to the olympus, model cv-190, evis exera iii video system center, the connector was observed broken and a connection could not be made. The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed without delay after replacing the device with another cv-190. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. However, a faulty patient board set was found, causing no image when tested with olympus, model series 180 scopes. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the operation amplifier malfunctioned and the image was not shown due to the product manufacture occurring prior to the change of the operation amplifier circuit design of the dr board in the set of the patient board. Olympus will continue to monitor the field performance of this device.